Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 4074-52 lead, (B)(6) 2014. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead showed intermittent capture and very high thresholds. A lead dislodgement was suspected. It was also reported that the right atrial (ra) lead no capture and intermittent capture and very high thresholds. The rv and ra leads were re-positioned and remain in use. It was also reported that the patient stated they were short of breath. No patient complications have been reported as a result of this event.